Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer saw drops come out the tubing while priming the insulin pump but no numbers appeared on the insulin pump. The customer stated that the insulin pump showed 0.0 units of insulin. The customer was able to continue insulin pump therapy but noticed that the stopper of the reservoir had come off. Troubleshooting was done. The customer's blood glucose was unknown. The customer stated that they were unable to exit the preparing to prime loop. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o ring and cracked battery tube threads.